Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on may 10, 2021.

Manufacturer narrative:
This report is submitted on june 17, 2021.

Manufacturer narrative:
This report is submitted on march 3, 2021.

Event description:
Per the clinic, the patient experienced a dislocation of the internal magnet during an MRI (tesla unknown). It is unknown if the recommended head bandaging was used. There are plans to re-position the magnet on (B)(6) 2021.